Manufacturer narrative:
The pump did not lose power. The field service representative (fsr) was unable to duplicate or verify the issue. The roller pump was removed and a backup was installed. During laboratory evaluation, the product surveillance technician (pst) observed no loss of display, the pump functioned as intended.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the local display of the cardioplegia (cpg) pump was lost . The unit was controlled through central control monitor (ccm) and the display came back on towards the end of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, towards the end of the bypass run, the cpg pump lost the information on its local display. The pump flow was able to be seen on the ccm of the heart-lung machine (hlm). The team did not change out the pump, and continued the procedure with the pump. The team used the ccm sliders to adjust the cpg flow accordingly. The hlm was tracking the correct amount of cpg. The loss of the local user display did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the occurrence.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log analysis, on (B)(6) 2018, there are no indications in the log of the display going off. It is possible the display did go off without logging an event. In this case the pump could be controlled using the central control monitor (ccm). The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the small display assembly and ribbon cable as a precaution and most likely the cause of the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.